Event description:
It was reported via email that the customer had condensation inside the insulin pump's screen. The customer also reported frequent battery changes with the insulin pump. The customer stated the insulin pump would reject new batteries. It was also found the insulin pump had unexplained no delivery alarms. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.